Manufacturer narrative:
Battery charger. Battery pack - 03/2006. Battery pack - 02/2007. Monitor - 10/2007. Device evaluations of battery charger, battery pack, battery pack, and monitor have been completed. The reported problem was confirmed. The cause of the battery packs not fully charging was damaged battery connectors on both battery packs. Both battery packs had misaligned connectors. These misaligned connectors would hit the inside of the monitor not allowing the battery packs to be fully inserted. The root cause of the damage cannot be positively identified but appears to be the result of the battery packs being forced into a misaligned monitor connector. The connectors were repaired. The battery packs were retested and then restocked. The monitor and battery charger were found to operate normally. They were restocked. The damaged connectors on the battery packs were replaced. No adverse events resulted from the damaged battery packs. The patient received two replacement battery packs, a replacement monitor and a replacement battery charger.

Event description:
A male patient contacted lifecor customer support to report, that she was having problems with "check belt and "check te pad" messages. Patient also stated, that her battery pack would not start up the monitor. A lifecor patient service representative (psr) visited the patient and stated that when she arrived at the home, the patient's front te pad was in backwards. One garment had a broken snap; therefore, the garment was replaced. The patient was reinstructed on correct placement of the te pad in the pocket. The electrode belt had a missing velcro that was replaced by the psr. One battery pack would not slide easily into the monitor and the other was completely discharged. Psr placed the discharged battery pack into the battery charger and it began to charge normally. Psr replaced both of the patient's battery packs, the battery charger and the monitor.